Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was not holding a charge. The patient underwent an ipg replacement procedure and was happy with the stimulation postoperatively. The explanted device was not returned.